Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd alaris pump module smartsite infusion sets experienced flow issues. The following information was provided by the initial reporter: customer has had 4 events of secondary sets infusing up to the back check valve on the primary sets.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the secondary (B)(6) infusing up to the back check valve on 2420-0007 could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 4 bd alaris pump module smartsite infusion sets experienced flow issues. The following information was provided by the initial reporter: customer has had 4 events of secondary sets infusing up to the back check valve on the primary sets.